Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from the united states of america, alleging that the one touch verio iq meter kit was missing a product. It was noted that the tools for life literature was missing. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter kit was missing a product. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.